Manufacturer narrative:
On 21-oct-2023, the following additional information was obtained: the sureform 45 curved-tip stapler instrument has been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The firing test was performed twice with different orientations of the distal end. The instrument clamped, fired and unclamped without any issues both times. No damage found. A review of the logs shows no errors.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected data can be found in section h6.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a right lower pulmonary lobectomy da vinci-assisted procedure, the jaws of the sureform 45 stapler instrument clamped and would not open. The issue occurred after the sureform 45 stapler was inserted into the patient. The issue occurred shortly after the jaws of the sureform 45 stapler installed with a green reload were removed from the tissue after the 3rd fire. There was no tissue within the jaws. The surgeon was considering the next reload and closed the sureform 45 stapler jaws in preparation to remove the instrument through the trocar. When the jaws closed, an error message was observed that indicated the jaws may need to be opened with manual release. The surgeon tried the knob on the back for manual release, but it still wouldn¿t open so he just took it out. The procedure was completed robotically.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The sureform 45 stapler instrument involved with this event has not been received for failure analysis evaluation. Although the complaint has not been confirmed by failure analysis since the instrument has not been returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the advanced stapler log showed (1) lot number (ln) l10230427-0528 was used first, and it was installed on the system seven times and fired 5 reloads (3 blue, followed by 2 white). All installs had a successful first clamp, followed by a completed firing. On installs 6 and 7, a blue reload was installed, however no clamping or firing was attempted. There were no errors nor detection of the mrk, during the use of this stapler, in the logs. The instrument was then removed and not used again in the procedure. (2) next, logs showed ln l11230221-0006 was installed on the system five times and fired 5 reloads (1 white, 2 blue, 1 green, 1 blue, in that order). On install 1, the system failed to detect the reload color and the user manually selected the white reload via the gui on the ssc touchpad. The firing was completed. On installs 2 and 3, the firings were completed. On install 4, the system failed to detect the reload color and the user manually selected the green reload. The first clamp attempt on install 4 was aborted by the user at ~51% completion. The next clamp was successful, and the firing was completed. On install 5, the firing was completed. All other clamp attempts with this instrument were successfully completed, per the logs. There were no errors nor detection of the mrk, during the use of this stapler, in the logs. The instrument was then removed and not used again in the procedure. A review of the system log was performed showed no relevant errors.